Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was continued by rebooting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to make x-rays. Review of the system log files showed the system does not do x-rays anymore. The issue was investigated and the problem was solved in software release 2.2.4 and after that system was working fine. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system can¿t x-ray. The device was in clinical use. Philips has started an investigation of the complaint.